Event description:
It was reported that the patient presented for a normal pacemaker change procedure due to elective replacement indicator. During the procedure, the right ventricular lead exhibited visible insulation breach. All the lead measurements and functions were noted to be normal and within range. The lead was patched with medical adhesive and a suture sleeve. The lead was left implanted and active. The patient was stable before, during and after the procedure and would continue with normal monitoring.